Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, under aseptic technique and ultrasound guidance, the nurse inserted a PICC line. The ultrasound displayed a vessel with an approximate diameter of 6 mm. Vascular compliance was good upon palpation. The puncture proceeded smoothly with unobstructed blood return. After adequate skin dilation, the vascular sheath was advanced. Sheath advancement proved difficult. Upon removal, the guidewire within the sheath was found bent and deformed. Sheath removal was uneventful. Re-puncture was successful. Blood return was unimpeded. Despite repeated adequate skin stretching, sheath advancement remained difficult. Upon sheath removal, the nurse observed an abnormal outward curling of the gray sheath material at the distal end. The structural integrity of the sheath tip was compromised, preventing successful advancement into the patient's vessel after skin stretching. Repeated catheterization attempts resulted in unnecessary trauma at the patient's insertion site.